Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the set screw was loose and would not tighten the lead into the header. A new device was successfully used to complete the procedure. No patient complications have been reported as a result of this event.